Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via CT scan. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as an unidentified tear. The shell thickness within specification. No other observations observed.

Event description:
Healthcare professional reported, left side rupture and creases. The device has been explanted.